Event description:
Healthcare professional reported approx 2.5 months after injection to the anterior cheeks and oral commissures with juvederm voluma sc pt developed upper respiratory tract infection. Approx one week later pt developed a "biofilm infection" consisting of "tenderness/hardness" at the injection sites. Pt was treated with augmentin duo forte, ciprofloxacin, clarithromycin, and 3 treatments og hylase. Symptoms have resolved.

Manufacturer narrative:
Further info from the reporter regarding event, product, or pt details has been requested. No add'l info is available at this time. The events of tenderness, hardness, and biofilm are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.